Manufacturer narrative:
Corrected data: section e1 initial reporter postal code of the initial medwatch report was blank. Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that the display of their device indicates that the battery is fully charged but the device would not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The root cause of the reported issue was determined to be due to a filter, designator fl35, on the digital pcb assembly not supplying the required voltage to power on the device.

Event description:
The customer contacted physio-control to report that the display of their device indicates that the battery is fully charged but the device would not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device indicates that the battery is fully charged but the device would not power up. There was no patient use associated with the reported event.